Event description:
It was reported that this inflatable penile prosthesis (ipp) presented deflation issues and did not pump properly. Additionally, the device had a sticky pump, and the tubing was positioned uncomfortably high on the shaft. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.